Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient came for cadd pump removal and the patient stated the pump was beeping yesterday. Per reporter, the patient noticed a white substance on the bag, and upon removal today it appears that the pump leaked. Clinically the oncologist has been contacted and a plan of care is in engaged. The registered nurse and oncologist examined the pump and nothing appeared to have come disconnected at the tubing sites. Per reporter, it almost looks as if this happened from inside the pump itself. This event occurred while use with the patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.